Event description:
During a tibia repair the reamer was withdrawn from the patient and only the proximal portion of the reamer was retrieved. The remainder of the reamer was obtained during the procedure using the guide rod. The distal portion was in pieces, x-ray confirmed complete removal.